Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl, cause was unknown. Customer consumed glucose tablets and carbohydrates to address bg. Reportedly, customer continued using pump for insulin therapy.